Manufacturer narrative:
The onsite investigation confirmed the reported event as the command processor failed to boot up, field representative suspected that this occurred due to heat issues. Replacement of the detector assembly and calibrating alignment resolved the issue. No further issues were reported. The replaced detector assembly was returned to manufacturer, however, the part is currently under analysis and no findings are available at this time. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's command processor for the detector panel was no longer working. This was discovered during the planned maintenance. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The component was installed on a test imaging system and the system booted and readied as expected. Fluoro and rad gain cals were successful, as were 2d and 3d imaging. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.